Event description:
It was reported that during a vats lobectomy procedure the stapler malfunctioned on lobar bronchus firing. Staples did not form. Stapler was used for 3 firings with the vascular reload first, then a green reload was put in it for the lobar bronchus. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.